Event description:
Note: this report is a supplement to manufacturer report # 3005099803-2009-05587. It was reported to boston scientific corporation on (B)(6) 2009 that a cre pulmonary balloon dilatation catheter was used in a tracheal-bronchial dilation procedure involving a (B)(6) female on (B)(6) 2009 (patient weight unknown). According to the complaint when the catheter was removed from the scope, at the proximal tip of the balloon - a sharp plastic tag was found protruding from the catheter. The procedure was completed with this device and no patient complications were reported. The patient's condition is "good".

Manufacturer narrative:
The previous medwatch reported a root cause of user/use error due to a bronchoscope with a working channel below the minimum size being used. It has since been learned that the bronchoscope was within the correct size limits. The investigation was reopened. A visual examination of the returned device found that the balloon profile was relaxed and deflated, the exit marker was removed from the device and the catheter shaft was damaged (dented) at the proximal weld and a piece of the weld was protruding. It is probably that the exit marker anagged on the exterior of the scope or on the elecvator/ramp used with the scope. The root cause is operational context. A review of the device history record (DHR) was performed; no issues or discrepancies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on october 30, 2009, that a cre pulmonary balloon dilatation catheter was used in a tracheal-bronchial dilation procedure involving a (B)(6) female on (B)(6), 2009. According to the complaint when the catheter was removed from the scope, at the proximal tip of the balloon - a sharp plastic tag was found protruding from the catheter. The procedure was completed with this device and no patient complications were reported. The patient's condition is "good".